Event description:
In 2009, the ventilator failed and alarmed. The patient was ambu-bagged immediately and the ventilator was exchanged. There was no harm to the patient or change in condition. The ventilator was serviced by the manufacturer, and the o2 pressure transducer was replaced. The ventilator was returned to service.